Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor pcb. System operates as intended.

Event description:
Customer reported the system locks up. No pt injury was reported.